Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released; however, this cannot be confirmed. The investigation concluded that the reported incomplete coaptation appeared to be related to the challenging mitral valve anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty deploying the clip, which resulted in the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced and the clip was implanted at the lateral aspect of p3, reducing the mr to 2+. The second clip was positioned at p3. While grasping, the mr was reduced to <1. The actuator knob was turned 8 times, and the delivery catheter (dc) fastener was loosened. The actuator knob was retracted, but the clip came back during retraction and did not initially release. The clip then released; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was suspected that the difficulty in clip deployment contributed to the slda. The mr returned to 2+. There was no room for an additional clip; therefore, the procedure was completed. Two clips were implanted, reducing the mr to 2+, and the patient had an overall good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of mitral regurgitation (mr), embolism, heart failure and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported complete clip detachment (ccd) could not be determined. It is possible that the incomplete coaptation and patient morphology/pathology contributed to the reported event; however, this cannot be confirmed since the detachment happened 2 month post procedure. The investigation concluded that the reported incomplete coaptation appeared to be related to the challenging mitral valve anatomy. The reported patient effects of embolism and foreign body in patient appear to be related to procedural circumstances as the clip fully detached from the leaflets, which then likely resulted in increased mr and heart failure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the 30-day and follow-up medical device reports, the following information was received: the patient was hospitalized on (B)(6) 2016. On (B)(6) 2016, fluoroscopy was performed, noting that the clip embolized. On (B)(6) 2016, surgical intervention was performed to remove the embolized clip. There was no additional information provided.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to previously filed medical device reports, the following information was provided: on (B)(6) 2016 or (B)(6) 2016, the patient returned to the hospital with recurrent heart failure. Fluoroscopy was performed and it was found that the clip that initially remained attached to one leaflet (slda), had fully detached from both leaflets and embolized to the knee area. Mitral regurgitation (mr) had increased to severe (4+). The patient remains stable and no additional treatment has been planned. No additional information was provided.